Event description:
This is filed to report the clip being caught in the chordae, clip opening while locked, clip migration, medical intervention and surgical intervention. It was reported that a mitraclip procedure was performed to treat grade 4+ degenerative mitral regurgitation (mr). An xtr clip was prepared per instructions for use (IFU) with no issues. When crossing the valve in the area of lateral commissure the clip became entangled in the sub-valvular apparatus. The clip was unable to be freed and the decision was made to deploy the clip. After repositioning, both leaflets were able to be grasped, all checks were good (leaflet insertion, trans-mitral gradient, leaflet immobilization), and the deployment sequence began. Establishing final arm angle (efaa) was successful and the clip was deployed. When the clip was detached from the clip delivery system, the clip opened more than 20 degrees and migrated below the annular plane. The mr remained unchanged at a grade of 4+ and the physician was concerned that the clip would embolize. Therefore, the patient was converted to open heart surgery. The clip was explanted and the patients mitral valve was repaired. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. A cause for the reported entrapment of device (clip caught on chordae) could not be determined. The reported migration appears to be a cascading event of the entrapment of device. The reported mr is a cascading event of the entrapment of device. Additionally, mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and surgery were the results the result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).